Manufacturer narrative:
(B)(4). Additional information: the device was received the jaws damaged at the proximal side. In addition, the ptc was damaged due to a short. Upon visual inspection it was noted that the jaws were slightly bent, this produced a short that damaged the ptc and created difficulty with the opening and closing of the jaws. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. Although the device jaws did open with difficulty it is possible that when fired over tissue the user might have experienced issues reopening the jaws. This was not confirmed during the analysis. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a robot assisted lap prostatectomy, the jaw became not to open after the device was used on the thick tissue. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4), device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.